Event description:
A customer reported experiencing multiple intermittent occlusion alarms, but the specific alarm number couldn't be verified by the technical support staff. The occlusion issue led to the customer's blood glucose level exceeding normal limits, with the continuous glucose monitor displaying ¿high.¿ to manage the situation, the customer addressed their high blood glucose level with a corrective injection using multiple daily injections no assistance from a third party was required. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.

Event description:
A customer reported experiencing multiple intermittent occlusion alarms, but the specific alarm number couldn't be verified by the technical support staff. The occlusion issue led to the customer's blood glucose level exceeding normal limits, with the continuous glucose monitor displaying ¿high.¿ to manage the situation, the customer addressed their high blood glucose level with a corrective injection using multiple daily injections. No assistance from a third party was required. Reportedly, the customer continued to use the pump for insulin therapy.